Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated she had been experiencing urinary retention and wondered if that might have been caused by the stimulator. Patient reported she got a catheter daily and when her nurse irrigates her bladder after catheterization, sometimes she got a lot of urine and then sometimes it would just stop coming, and then she would irrigate again, and the nurse would get the rest of it out. Patient mentioned that sometimes the nurse would get more fluid out than what she put in stating the nurse would put 100 ml sterile water in and would get 200 ml out and sometimes 300 ml. Patient mentioned they had spoken with her doctor and they did not think this was an issue. Caller was redirected to the healthcare professional (hcp) to discuss symptoms mentioned and for direction with therapy considerations. No complications reported. No further symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that their retention had not been resolved. No further complications were reported.